Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during posterior cervical surgery, the cancellous polyaxial screw detached from the shaft before it was used on the patient. It was unknown if there was a surgical delay. There was no adverse event on patient reported. Patient outcome was unknown. This report is for one (1) 3.5mm ti cancellous polyaxial screw 30mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Device history part number: 04.614.030 lot number: 6602480 date of manufacture: 22-feb-11 place of manufacture: brandywine part expiration date: n/a device history batch null, device history review review of device history for the assembly, components & materials showed that the lot met all material, dimensional, visual and packaging criteria at the time of release, and there were no non-conformances that would contribute to this complaint. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, before an unknown procedure, the screw was detached from the shaft before it was used on the patient. Concomitant devices reported: unknown screwdriver shaft (part #: unknown , lot #: unknown , quanity:1).